Event description:
A peritoneal dialysis (pd) patient(pt) contacted fresenius technical support to report the liberty select cycler alarmed with an air detected in cassette warning during fill 4 of 5 of treatment. The patient stated fluid was seen and saw condensation. The patient rubbed his finger on the inside of the cassette door and felt wetness. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the reported fluid leak event and that fluid ran out of the cycler door. The wetness was not a result of condensation. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler has been picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient(pt) contacted fresenius technical support to report the liberty select cycler alarmed with an air detected in cassette warning during fill 4 of 5 of treatment. The patient stated fluid was seen and saw condensation. The patient rubbed his finger on the inside of the cassette door and felt wetness. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the reported fluid leak event and that fluid ran out of the cycler door. The wetness was not a result of condensation. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the replacement cycler without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler has been picked up and returned.